Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 30 mg/dl. The customer also had blood glucose of 41 mg/dl. The customer did not provide any symptoms such as a result of low blood glucose. The customer was treated by glucagon. Troubleshooting was declined for low blood glucose. The insulin pump will not be returned for analysis.